Manufacturer narrative:
One workmate¿ claris¿ recordconnect was received for investigation. Visual inspection of the returned product indicated signs of wear, consistent with clinical use. The labeling was legible and correctly oriented. Inspection of the input and output connectors revealed no signs of physical damage to the connector body or electrical contact pins. The electrical test was successfully completed with no electrical noise or open circuits identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported event cannot be conclusively determined, as no abnormalities were identified.

Event description:
During the cryo af/pvi procedure the workmate claris system did not display the ic signals when using the recordconnect. Signals were visible on the ensite but not on the workmate claris. Troubleshooting with tech support showed that the issue was due to the recordconnect. The case was cancelled. The patient was not adversely affected and there no complications.